Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer changed the pump supplies and successfully resumed insulin therapy. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.